Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked above the blood sampling valve (bsv) module and noticed the tubing came off fitting #42; the tubing had aged, discolored, and lost elasticity. The fse replaced the tubing and resolved the fluid leak issue. The fse verified the bsv was clean and unobstructed and cleaned the bsv internals. In addition, the customer received diluent comparison errors and blood detector voltages failure. The fse performed blood detector adjustment and resolved both issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported several milliliters of diluent leaked onto the counter and obtained diluent out of comparison errors after the facility had a power outage involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.